Event description:
It was reported that the patient experienced urethral erosion due to their artificial urinary sphincter. Infection was present at the erosion site. There was no device issue. The patient's inflatable penile prosthesis and artificial urinary sphincter were removed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.